Manufacturer narrative:
A product sample was received and it is awaiting eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on 05/09/2014. (B)(4).

Event description:
The customer reported that a vitreous probe did not work. Procedure details and add'l info were requested. During f/u the customer informed that it is unk if the product had come in contact with the pt. A product sample for this case was requested for eval.